Event description:
Literature: ardouin c, pillon b, peiffer e, et al. Bilateral subthalamic or pallidal stimulation for parkinson's disease affects neither memory nor executive functions: a consecutive series of 62 pts. Ann neurol 1999;46:217-223. Summary: this article presents information to study the influence of bilateral stimulation of the subthalamic nucleus or the internal globus pallidus on memory and executive function in 62 pts with advanced parkinson's disease. Pts were assessed before and 3-6 months after implant. Reportable event: ten pts had intracranial bleeding or edema but had recovered without sequela by the time of the neuropsychological examination.